Manufacturer narrative:
The device, which was used in a procedure, was returned for evaluation. The evaluation was performed by smith and nephew and could not confirm the customer complaint for the active heel traction boot's strap broke. A visual inspection was performed and showed the boot straps are worn but not broken and one of the buckles is cracked. This failure is confirmed not to originate from manufacturing, packaging, or labeling defects. This failure is caused by wear from use. This device was shipped to the customer 03/17/2015. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found related failures; this failure mode will be trended to assess for any necessary corrective actions. No manufacturing related defects were observed. No further investigation is required.

Manufacturer narrative:
The device, which was used in a procedure, was not returned for evaluation. Visual inspection and functional testing could not be performed. A relationship, if any, between the device and the reported incident could not be confirmed. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found related failures. Factors that are known to contribute to the alleged fault/failure may be a damaged buckle or excessive force. If the product is returned in the future the complaint can be reopened and evaluated. This failure mode will be trended to assess for any necessary corrective actions. No further investigation is required.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that, during a procedure, the active heel traction boot's strap broke while putting traction on the patient. It is unknown how the procedure was completed. A delay greater than 2 hours was reported. No patient injury was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.